Manufacturer narrative:
Additional information will be provided upon receipt.

Event description:
A palmaz blue .018 transhepatic biliary stent system balloon wouldn't inflate, therefore the stent could not be deployed. The lesion was in the renal artery, was 70% stenosed, and was not pre-dilated. There were no noticable kinks or damages to the device. There was no resistance/friction or tracking/crossing difficulty. No leaks were noted from the balloon, shaft or hub, and neither the balloon nor shaft appeared to have burst. There was no patient injury, and the surgeon utilized a different stent of the same size to complete the case.